Manufacturer narrative:
(B)(4).

Event description:
The customer reviews all low a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (a1cx-2) results in a patient¿s history to look for hemoglobinopathies and previous results. The customer identified 2 patient results run between (B)(6) 2017 and (B)(6) 2017 that were erroneous when repeat testing was performed. Patient 1 initial a1cx-2 result was 3.6%. The repeat result was 6.1%. On (B)(6) 2017 patient 2 (female with date of birth of (B)(6) 1971) initial a1cx-2 result was 3.6%. The repeat result was 5.1%. The original results were run in tubes and the repeat results were run in cups. The customer checked for clots and none were found. All tests were performed on the same cobas integra 800 analyzer. No adverse event occurred. The a1cx-2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found no issues during an instrument check. The customer ran successful calibration and quality controls. The customer also ran multiple patients and no flags were observed.

Manufacturer narrative:
Calibrations are fine based on the data provided. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to an issue with the sample probe or a pre-analytical issue such as gel or clot in the sample probe.

Manufacturer narrative:
The customer states the issue has been resolved and the instrument is operating with no issues.